Manufacturer narrative:
Product serial number was not provided. The intraocular lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a thin film was on the surface of the intraocular lens (iol). The iol was implanted after removing the film. There was not patient injury. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device evaluation: the lens still implanted. However, a dvd was provided by the customer. The dvd was evaluated with the subject matter expert (sme) and a substance similar to lubricant was observed in the lens. The complaint was verified however, since the substance is not available for analysis, its identity cannot be determined. Manufacturing records review: the manufacturing record evaluation and complaint history review could not be performed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.